Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer did not provide the blood glucose reading. The customer stated that the insulin pump was not functioning and that there was coagulated liquid in the reservoir compartment. The customer was unsure whether there was something wrong with the insulin pump or the infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.